Event description:
Per the audiologist, the pt experienced non-auditory stimulation while using her cochlear implant system. The pt's performance deteriorated. Results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with multiple electrode anomalies. Deactivation of the anomalous electrodes in the pt's sound processor program did not resolve the problem. The pt's device was explanted two days earlier, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.